Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 496 mg/dl. The customer treated the high blood glucose with the insulin pump. The customer changed the infusion set. The customer stated still 300 mg/dl in the afternoon. The customer met with her doctor a weeks ago and made a change on her carb ratios. The customer didn't want to troubleshoot due to the doctor track of the device and it functionality. The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 21 mg/dl the customer drank an ensure with brought her blood glucose back up 130 mg/.dl. The customer didn't want to troubleshoot for lows either due to the doctor monitoring her pump and settings involved.